Event description:
It was reported that: the ventilator performed a reset and stopped ventilating the pt. The ventilator rebooted and then began the boot up process, and at the self diagnostic screen, the ventilator rebooted again. The pt was manually ventilated until being placed on another ventilator. No pt injury reported.